Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible insulation breakdown. The right ventricular (rv) lead exhibited high thresholds, noise and insulation breakdown. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.